Event description:
As additionally reported to coloplast, though not verified: the patient experienced recurrent rectocele and stabbing pain in right side of the lumbar spine and hips with certain movements. The patient also experienced difficulty with evacuation of bowel movements, pelvic pressure and urine leakage.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated accordingly. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had a restorelle and altis implanted in (B)(6) 2024. Reportedly the patient experienced urinary tract infection (klebsiella pneumoniae) treated with antibiotics, vaginal discharge, pelvic pain, urinary retention and difficulty voiding. Upon examination there was visible vaginal mesh erosion and a palpable induration along the urethra, consistent with mesh impingement [altis]. The patient underwent vaginal excision of eroded altis mesh and urethrolysis under general anesthesia. Findings included a: 4x4 mm vaginal sling exposure. The mesh was identified as being exposed through the vaginal mucosa, with areas of associated inflammation and tissue necrosis. The mesh was also palpated along the urethra. This report captures the restorelle.

Event description:
As reported to coloplast, though not verified: the patient had a restorelle and altis implanted in (B)(6) 2024. Reportedly the patient experienced urinary tract infection (klebsiella pneumoniae) treated with antibiotics, vaginal discharge, pelvic pain, urinary retention and difficulty voiding. Upon examination there was visible vaginal mesh erosion and a palpable induration along the urethra, consistent with mesh impingement [altis]. The patient underwent vaginal excision of eroded altis mesh and urethrolysis under general anesthesia. Findings included a: 4x4 mm vaginal sling exposure. The mesh was identified as being exposed through the vaginal mucosa, with areas of associated inflammation and tissue necrosis. The mesh was also palpated along the urethra. This report captures the restorelle.

Manufacturer narrative:
Correction: b7. Other relevant history: obesity, decreased estrogen, parity. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.